Event description:
It was reported that this patient experienced a syncopal episode and was admitted to the hospital. Review of their pacemaker noted pauses in pacing and found it to be in safety mode. Device replacement was recommended. At this time, the pacemaker remains in service and no additional adverse patient effects were reported.